Manufacturer narrative:
Event date:(B)(6) 2018. The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette was missing the protection cap of an unspecific tube. This was noted before use. There was no patient involvement, no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye and noted a missing cap from the drain line connector. The reported issue was verified. The cause of the event was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.